Event description:
A (B)(6) male patient called zoll customer support to report that he was receiving check electrode belt alarms and his monitor was displaying a service code. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (check electrode belt alarms, service code displayed) was confirmed. Upon investigation one of the high-voltage pins were bent in the monitor's electrode belt connector. The bent pins caused the reported alarms and the service code. The root cause of the bent high-voltage pin could not be positively identified, but the damage likely resulted from excessive force when connecting the monitor to the electrode belt. No adverse event resulted from the bent connector pin. The patient received a replacement monitor.